Event description:
The neurosurgeon tried to change a pressure setting of a polaris valve, but he failed. He confirmed that he made a lot of trials before removing the valve on the next week and replaced it with a sophy adjustable pressure valve.

Manufacturer narrative:
Analysis has to be done.